Event description:
The recipient reportedly experienced an air pocket at the implant site due to CPAP machine. A pressure dressing and a full face CPAP mask were prescribed, however, they did not resolve the issue. The recipient underwent a postauricular cochlear implant site soft tissue revision on (B)(6) 2022. The recipient's device was not explanted.

Manufacturer narrative:
The recipient reportedly did not undergo a postauricular cochlear implant site soft tissue revision on (B)(6) 2022. The recipient's symptoms reportedly subsided. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The air pocket was reportedly resolved with massage without surgical intervention. The recipient is using the device and will be managed by center protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.